Event description:
Information was received indicating that the pump failed the occlusion test due to "check clutch/plunger lever" errors. It was reported that the pump was missing the plunger rod gasket and the top and bottom case were damaged. It is unknown if there was any patient involvement or any adverse effects.

Manufacturer narrative:
Other, other text: the device was returned to smiths/ICU medical. The physical condition was as follows: a non-OEM battery was identified. The top case corners were chipped. Cracks were by the tubing guides. The bottom case left corner was cracked and missing rubber foot. The right plunger case was cracked and missing plunger tube seal. The majority of issues are a result of the customer's impact to the device. Normal wear caused clutch halves to slip on the lead screw; the parts are 13 years old. Beyond device repair, no further action will be taken on this issue. (Updated h3 and h6) reference the following warning statement found in the important safety information section of the medfusion operators manual under the heading of warnings - never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.